Manufacturer narrative:
Clinical conclusion: based on the available information, there is a likely causal association between the patient¿s initial pd catheter exit site infection and subsequent hospitalization for relapsing peritonitis with gram positive cocci. Peritonitis is a well-documented complication known to occur in pd therapy and exit-site and catheter-tunnel infections are major predisposing factors to pd-related peritonitis. There is no evidence that indicates the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized for peritonitis on an unspecified date. Details surrounding the patient¿s hospitalization course are unknown as the hospital discharge summary has not been received. The nurse indicated the causative organism identified for all peritonitis events was gram positive cocci (bacteria species unknown) which suggests the peritonitis infection was relapsing in nature. The patient was treated with vancomycin 1 gram (unknown route, frequency and duration) and continued pd therapy during hospitalization (products unknown). The patient has reportedly since recovered. Additional information was solicited.